Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered during fill 2 of 3. Upon follow up, the patient confirmed the fluid leak was discovered in fill 2 of 3 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The fluid was found to be leaking from the cycler door, down the cycler cart, onto the drain bags on the floor. The patient confirmed that the drain lines were not leaking and the heater bag and supply bags were checked for leaks and no leaks were discovered. The bag connections were also confirmed to be secure and dry. The patient stated they initially thought the inside of the door was dry, however after inspecting the leak, noticed fluid leaking out of the cassette door. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that technical support representative informed the patient to dry the cycler door and continue to use the cycler for pd treatment the next night. The patient confirmed that they completed pd treatment on the cycler the next night without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the manufacturer received one complaint product sample from the customer for physical evaluation. The sample was received without original packaging. The complaint product sample was disinfected at which point the alleged failure mode was confirmed; a leak was found in the heater line, near to the cassette port. In addition, a visual inspection was performed to the subassembly when a fracture was found from the heater line tubing to cassette port. This kind of defect could be caused due to more than one solvent application, solvent dispenser malfunctions, incorrect pin size & incorrect solvent application technique during the manufacturing process. Additionally a batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. The alleged failure mode was confirmed during the sample evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a fluid leak was discovered during fill 2 of 3. Upon follow up, the patient confirmed the fluid leak was discovered in fill 2 of 3 and the treatment was cancelled. After treatment was cancelled, the patient confirmed that the leak was coming from the cycler set door. The fluid was found to be leaking from the cycler door, down the cycler cart, onto the drain bags on the floor. The patient confirmed that the drain lines were not leaking and the heater bag and supply bags were checked for leaks and no leaks were discovered. The bag connections were also confirmed to be secure and dry. The patient stated they initially thought the inside of the door was dry, however after inspecting the leak, noticed fluid leaking out of the cassette door. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient confirmed that technical support representative informed the patient to dry the cycler door and continue to use the cycler for pd treatment the next night. The patient confirmed that they completed pd treatment on the cycler the next night without issue and without reoccurrence of the reported event. The patient confirmed that the cycler set is available for return to the manufacturer for physical evaluation.